Manufacturer narrative:
The prograsp forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken main tube approximately 1.75 inches from the distal tip and in the middle of the main tube. The components adjacent to the broken main tube showed damage, which may indicate potential mishandling/misuse. A visual inspection found all internal components to be completely broken and there was material missing. Additional observation(s) related to customer-reported complaints: the instrument was found to have broken grip cables at the site of the broken main tube. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found all internal components to be broken at the site of the broken main tube. The instrument was found to have a broken distal pitch cable at the site of the broken main tube. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have the hypotubes broken. The hypotubes were completely severed at the midpoint of the instrument. No pieces were found missing. The instrument was found to have a broken flush tube. The flush tube was completely severed at the midpoint of the instrument along with all other internal components of the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was cable breakage and root damage to the shaft of the prograsp forceps instrument. The procedure was completing as planned with no reported injury.